Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. The exterior of the samples were evaluated and it was found that they were not twisted. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter was twisted inside of the packaging and could not be used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was twisted inside of the packaging and could not be used.